Event description:
It was reported that the cutter jammed so it was impossible to insert. It was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation confirmed that cutter jammed so it was impossible to insert it. The likely cause of failure is due to bearings worn/ detached. It was also noted that tube internals are corroded and stuck, input and output drive shafts are worn and laser markings are fading. This regulatory report is being submitted due to retrospective review through CAPA 672570. B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.